Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar cautery instrument involved with this complaint and completed the device evaluation and failure analysis (fa) investigation. Fa confirmed the customer reported complaint. Fa found that the primary failure was an over-molded seal adapter that had broken at the distal tip. A piece was missing and hadn't been returned. This failure is typically attributed to mishandling/misuse of the instrument. Fa found a secondary failure of broken electrical contacts that contributed to the reported complaint. Visual inspection of the instrument found that the contacts were broken within the over-molded seal adapter location. A piece from the broken electrical contacts was also missing and hadn't been returned. Engineering confirmed the findings of the initial fa. The over-molded seal adapter and contacts were broken. The root cause for both broken components is typically attributed to misuse and can potentially be caused by improper tip accessory installation or improper handling during reprocessing. No image or procedure video was provided for review. A review of the instrument log for the monopolar cautery instrument (part #: 430007-55 / lot #: s10210419-0016) associated with this event has been performed. Per the reviewed logs, the instrument was last used on (B)(6) 2022 on da vinci system (B)(4). This complaint is being reported based on the following conclusion: failure analysis (fa) confirmed that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during a procedure. The instrument breakage that could potentially have resulted in a fragment falling inside the patient was attributed to a mishandling/misuse of the instrument. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during central processing, the monopolar cautery instrument was found to have a damaged tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed that the procedure was a transoral oropharyngeal biopsy. The customer stated there have been no changes to the instrument cleaning or sterilization methods or techniques. The customer stated that the staff was unable to recall the answers to any further questions and no further information was available. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was only able to disclose that the patient was 57 year old male weighing 101 kg.